Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple inappropriate therapies by the cardiac resynchronization therapy defibrillator (crt-d) for the detection of supra ventricular tachycardia (svt) that was classified as ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.